Manufacturer narrative:
Investigation results: to date there is no device available for investigation. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. To date there a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the vega knee system. Specifically, it was reported that as a result of having the product implanted, the patient has experienced loosening and instability of implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on, (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. A revision was performed. The adverse event is filed under aag reference (B)(4).